Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embedded in spine') in a female patient whose parent had inserted essure at the time of conception. On an unknown date, the parent had essure inserted. On an unknown date, the patient was diagnosed with embedded device (seriousness criterion medically significant). Essure was removed. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-coil embedded in spine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embedded in spine') in a female patient whose parent had inserted essure at the time of conception. On an unknown date, the parent had essure inserted. On an unknown date, the patient was diagnosed with embedded device (seriousness criterion medically significant). Essure was removed. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-coil embedded in spine. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.